Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age or date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the header bag and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The anchor was found to be exposed at the distal tip of the carrier tube and proximal to that, a kink was found near the distal tip of the carrier tube. No other issues or damage to the device was noted. The complaint was confirmed for a kinked carrier tube. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained to the carrier tube during insertion due to off axis loading. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved angio-seal device was unable to be inserted into the insertion sheath due to a kink at the proximal root of the bypass tube. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc's. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 7 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 7 mm. There was no patient injury or surgical intervention required. There is not a direct allegation that the reported device caused or contributed to patient injury. No equipment or other devices were used with the above product. Additional information was received on 29mar2024: the insertion sheath had already been inserted into the puncture site; however, the device could not be inserted into the sheath due to a kink at the proximal base of the bypass tube. The use of the angio-seal device was therefore aborted, and manual compression was applied to achieve hemostasis.